Event description:
The machine malfunctioned during the sixth cycle. There was a short photoactivation done for a 178 ml treatment volume of cells. The treatment was completed with all of the blood returned to the patient without any problems.